Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien installed current software revision only. The unit passed extended self testing.